Manufacturer narrative:
This report is being filed to provide additional information in e.3, h.3, h.4, h.6 and h.10.investigation: one set of blood bags with the filter from the collection set was returned forevaluation.the leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 6ml/minwas noted, and it was confirmed there were no air leaks.the filter was disassembled to observe the appearance of filter membranes and noticed creasesin the filter membranes of the filter. The creases in the filter were not different from those inconforming products and in the filter membranes no aggregation was observed.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined, and the solution volume and solution compositionwere tested with no abnormalities noted. All product conformed to the establishedspecification.root cause: based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be due to an occlusion, we noticedthat the third through sixth filter membranes from the inflow side of thefilter were locally dyed dark with toluidine blue. The investigation showed no aggregation onany of the filter membranes. Therefore, occlusion may have occurred, and blood may havebeen filtered by the filter area which was smaller than usual and the linear speed (flow rate perunit area) increased, and then leukocyte leakage occurred. In the filter membranes ofw010719002033 (with no aggregation), we confirmed in some areas of the filter membranethat had not been used for filtration. It was likely to take a longer time for priming of the filterfor some reason; however, we were not able to identify the cause of the issue. We infer thatthe unused areas of the filter membrane impeded blood flow and it caused to increase thelinear speed of the areas where blood flowed. As a result, leukocyte leakage may haveoccurred.in regard to blocking by aggregates, the following is recommended:-reducing the risk of forming blood aggregation. Please invert the donation bag several timesimmediately after blood collection to ensure that blood and anticoagulant are well-mixed, and-reducing the risk of slow blood flow by fully agitating the donation bag before the start offiltration to evenly disperse the separated blood components.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).